Event description:
Complaint description received is as follows: brush broke off catheter while cleaning scope and was later found in medivator. As per the complaint information provided, there was no patient involvement in this event.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for brush breakages for this product family. The customer reported the following complaint issue "brush broke off catheter while cleaning scope, later found in medivator." The device involved in this complaint is: 1 x dcb-dv-50 (lot no. C998181). The device involved in the complaint has not been received for evaluation to date, therefore, a document based investigation was carried out. A review of the manufacturing records for lot number c998181 revealed no discrepancies that could have contributed to this complaint. A possible cause of this complaint could be if excessive pressure was applied to the cleaning brush when cleaning the scope, but as the device was not returned for evaluation, we cannot conclusively determine the root cause of this complaint. The complaint was confirmed based on the customer testimony. The disposable endoscopic cleaning brush is intended for cleaning the accessory channels of endoscopes. As the per complaint information received, there was no patient contact during this event. The device is supplied non sterile and is intended for single use only. Prior to distribution, all disposable endoscopic cleaning brush sets are subject to visual inspection to ensure device integrity. Complaints of this nature will continue to be monitored for potential emerging trends.